Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the associated defibrillator failed to pace the patient with these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
No device or data was available for evaluation. The customer indicated that they attempted to pace the patient without ECG leads attached to the device. On the third attempt, a new device was obtained with 3 lead ECG cables and pediatric electrode pads. At this time they were able to obtain a rhythm in pace mode. However, the patient had a rhythm that could not be paced. The one-step pediatric CPR electrode instructions for use states "connect ECG leads for demand pacing." Based on the event from the customer, the device performed as expected. Analysis for reports of this type has not identified an increase in trend.